Event description:
It was reported, gamma nail broke at lag screw interface.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.